Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer questioned high inr results on coaguchek xs meter serial number (B)(4). The customer compared her meter to the stago method and the results were discrepant. On (B)(6) 2018 the customer had a laboratory result of 3.36 inr at 5:00 p.m. The customer tested on her meter at 6:47 p.m. And the result was 4.2 inr. The laboratory result was believed to be correct and the customer's physician did not make any medication adjustments. On (B)(6) 2018 the customer had a laboratory result of 2.8 inr at 8:06 a.m. The customer tested on her meter at 8:07 a.m. And the result was 4.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The customer feels good. The customer does not have anemia, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is not experiencing any bleeding or bruising. The customer has not had any changes in diet or medication. The meter and test strips were requested for investigation. The meter and 1 test strip were returned. Since only 1 test strip was returned, master lot strips were used with the customer's meter. Qc 1: 2.6 inr; qc 2: 2.3 inr; qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint that would point to a cause for the result discrepancy. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.